Event description:
Unexpected end to battery life. Early elective replacement on pacemaker battery. Pacemaker was being checked every three months. Minimal changes to testing numbers and percentage placed.